Manufacturer narrative:
(B)(4). Batch # t92r18. A manufacturing record evaluation was performed for the finished device lot/batch and no non-conformances were identified.

Event description:
It was reported that during the open hepatectomy surgery, after fired, the clip was not closed and fell off. Removed the falling clip and changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/29/2020. Investigation summary: the analysis results found that the mcm30 device was returned with no damage in the external components. Upon visual inspection, a clip was noted to be jammed in the clip track, causing the clips to not properly advance. No functional test could be performed. There were also 22 clips were found inside the clip track. No conclusion could be reached as to what caused the clip to become jammed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.